Event description:
Reportedly, the patient experienced pain post operatively 2-3 weeks after procedure. The wound began to drain so they took the patient in for follow-up surgery. They found that the repair had come undone and that there was a reaction. Grainy substance where the bone had been around the anchor was observed. There were no antibiotics introduced and there were swabs taken for test cultures which came back negative. The area was closed and repaired with other anchors.